Event description:
Additional information received noted that the physician felt this issue might be a point that could be optimized in further product developments.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown. Product type: lead: product ID 3878, serial# unknown. Product type: lead: product ID 3877, serial# unknown. Product type: lead: product ID 37081, serial# unknown. Product type: extension. (B)(4).

Event description:
It was reported that the physician felt mechanical resistance that made it difficult to insert the electrode into the extension connector as far as it is necessary. It was noted that it required more force to get the electrode into the connector, which sometimes caused the electrode to kink. The kinking of the lead never required replacing a lead. This information was not related to a specific patient or event, and no patient complications occurred due to this issue. The physician stated that he had not damaged any leads due to using additional force to insert the lead into the extension. The physician stated that using the additional force seemed to be a weak point of the connecting procedure that could lead to a problem, but that it was "nice" to have only one screw to tighten the leads.